Manufacturer narrative:
Device 3 of 3. Reference MFR reports: 2032380-2011-00159 and 2032380-2011-00160.

Event description:
It was reported 3 magnum m suture implants were attempted but not used within the same procedure. According to the physician, the wings of the implants failed to deploy or lock into place. The physician was able to complete the procedure using a competitor's product. No pt complications were reported as a result of this event.